Event description:
It was reported the up button on the insulin pump was not responding from time to time. Blood glucose was 120 mg/dl. Anomaly was confirmed and device was replaced. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with intermittent up button response due to corroded keypad traces. No button error alarm noted. The insulin pump received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked pump belt clip slot and missing end cap sticker.